Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer's husband states that his wife feels well and requires no medical attention. The customer's expected blood results are 110mg/dl-120mg/dl fasting. Verified the strips expire 7/22/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained an 64mg/dl and 61mg/dl fasting. Reviewed meter memory: (B)(6). Customer is pregnant, she is in her (B)(6). Adverse event not reported.